Event description:
Catheter placed 1/30/97; on 4/4/97, during removal of catheter-it broke and had to be snared in radiology via the pt's femoral vein.

Manufacturer narrative:
The implicated product is a 9.6 fr. Single lumen catheter with tissue ingrowth cuff in a basic tray. The product received for evaluation is two individual catheter segments. The proximal end measures 14.9 inches long and has a blood/tissue impregnated tissue ingrowth cuff begins 14.3 inches from the proximal end. A single monofilament black suture is looped and knotted around this segment 13.3 inches from the proximal end. The second catheter segment measures 10.2 inches long and has no cuffs attached. Dried blood residue is found intermittently across the od of both segments. The distal tip of the proximal segment and one end of the second tubing segment are severed at approx. A 45 degree angle. The opposite end of the second segment is severed at a near 90 degree angle. A lot history review reveals no related mfg issues and no other complaints for this lot. Under 5x magnification, a close match is made when mating the distal tip of the proximal segment with near 45 degree angled end of the second segment. This connects the two tubing segments as pieces of a single catheter. It also positively identifies the segment without a cuff as the distal portion of the catheter. Tactual exam of both tubing segments is positive for impressions in the clamping over-sleeve which result from an occlusion clamp and an annular impression 1.9 inches from the distal tip of the distal segment. This annular ring may have been caused by the snaring instrument used to retract the tubing. No tensile stretching is noted. Under 15x magnification the distal tip of the proximal segment and the proximal end of the distal segment appear with well-defined but irregular edges and a dull, flat surface. No associated damage to the od is found. This suggests the tubing had been severed with a sharp instrument such as a scissors or scalpel. The distal tip of the distal segment has regular, well-defined edges with a flat, striated surface indicating it had been cut with a scissors. Patency of both segments is demonstrated by flushing and aspirating water with a 12cc syringe. No leaks are noted to either segment when leak tested by individually occluding the distal tip of each segment and hydraulically pressurizing each to sustained pressures greater than 25psi. The complaint of catheter breakage and embolization is confirmed. It should be recorded as user-related. The severed ends of each tubing segment resulted from sharp instruments and not blunt trauma or tensile strength failure. The dr. States in the operative summary that during device removal "...I noticed that the catheter was partly cut just below the felt." Additionally, the operative summary provides that device removal became necessary due to suspicions of "line sepsis." The MFR maintains an ethylene oxide sterilization process which was validated in accordance with iso guidelines. The device history record for the subject lot was reviewed and showed that the sterilization cycle met all validated parameters and that f